Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe abdominal cramping"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (a full hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of abdominal and pelvic pain, abnormal, heavy bleeding, severe abdominal cramping, and dyspareunia, among other symptoms. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal, heavy bleeding, abnormal bleeding (general)") in a female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's previously administered products included for an unreported indication: iud nos and omeprazole. Concurrent conditions included weakness generalised and palpitation. Concomitant products included fluoxetine hydrochloride (prozac) and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal odour ("other injury(ies) or complication please describe: bad odor."), depression ("psychological or psychiatric problems condition: ptsd: depression"), emotional disorder ("hormonal changes describe: emotional all the time"), urinary tract infection ("infection type: urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), postpartum stress disorder ("psychological or psychiatric problems condition: ptsd"), migraine ("migraines"), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe abdominal cramping") and anxiety ("anxious"). The patient was treated with surgery (a full hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal odour, anxiety, depression, urinary tract infection, female sexual dysfunction, postpartum stress disorder, migraine, nausea, irritable bowel syndrome, headache and alopecia outcome was unknown and the emotional disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, postpartum stress disorder, urinary tract infection and vaginal odour to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of abdominal and pelvic pain, abnormal, heavy bleeding, severe abdominal cramping, and dyspareunia, among other symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Events emotional disorder, urinary tract infection, apareunia,ptsd, depression, migraines,headaches, nausea, dysmenorrhea,dyspareunia, ibs,bad odor, hair loss, lab data updated. Concomitant , historical drugs & conditons are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal, heavy bleeding, abnormal bleeding (general)") in an adult female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: iud nos and omeprazole. Concurrent conditions included weakness generalised and palpitation. Concomitant products included fluoxetine hydrochloride (prozac) and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal odour ("other injury(ies) or complication please describe: bad odor."), depression ("psychological or psychiatric problems condition: ptsd: depression"), emotional disorder ("hormonal changes describe: emotional all the time"), urinary tract infection ("infection type: urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), postpartum stress disorder ("psychological or psychiatric problems condition: ptsd"), migraine ("migraines"), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), headache ("headaches") and alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe abdominal cramping") and anxiety ("anxious"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal odour, anxiety, depression, urinary tract infection, female sexual dysfunction, postpartum stress disorder, migraine, nausea, irritable bowel syndrome, headache and alopecia outcome was unknown and the emotional disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, postpartum stress disorder, urinary tract infection and vaginal odour to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of abdominal and pelvic pain, abnormal, heavy bleeding, severe abdominal cramping, and dyspareunia, among other symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.